Event description:
It was reported the pt is no longer receiving stimulation. There is no communication between the pt¿s scs ipg, charger or programmer. The pt reports that he has not fallen or had an MRI; however because of the position of his scs ipg, when he sits in a chair the back top portion of the chair pushes against the scs ipg quite hard. Follow-up is pending.

Manufacturer narrative:
The ipg serial number was included in a field advisory. Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.